Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to insertion of the clip, it was noted that there was a large posterior segment that extended from p1, p2 and p3. One clip was inserted and successfully deployed at a2/p2. However, after the deployment, the clip became unstable and detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure. On (B)(6) 2020, mitral valve replacement was performed to treat mr with a grade of 3+. It was noted that both clips were still stable on the leaflets and residual mr from the previous procedure was due to a possible cleft adjacent to the first implanted clip. No additional information was provided.